Manufacturer narrative:
The customer cancelled the service call request. No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer requested a power supply be ordered. No report of patient injury was received.